Manufacturer narrative:
Review of device data provided indicated false af episodes was confirmed. Based on the information provided, these false af episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. No device malfunction was found.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) had incorrectly stored atrial fibrillation (af) episodes. No intervention was performed. The patient was in stable condition.